Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set not sticking event on 30-apr-2024. Event occured after 3-4 days of use. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. The reference samples were visually inspected. All test results were within specifications. The batch record # 6002694 was verified and it was found within specifications.